Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1944 st jude lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited some oversensing with double counted r-waves during impedance testing. The lead remains in use. No patient complications have been reported as a result of this event.